Event description:
Boston scientific received information that during a routine interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), a programmable parameters restored to factory defaults message was observed. A copy of device memory was received for analysis. Analysis of device memory noted that the device experienced two back to back memory anomalies. The first memory anomaly resulted in a device reset to attempt to restore the programmed parameters. However, the reset was unable to restore the parameters due to the presence of an additional memory anomaly. After the additional memory anomaly was detected, the device then reverted to the factory nominals. The root cause of the memory anomaly was unable to be determined and the device appeared to be operating normally since the reset. No adverse patient effects were reported. This product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.